Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn prn swells interface bulging during infusion.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 video, no defective sample. The video shows the top of the sleeve stopper of the prn expanding and retracting during the injection. 2. DHR/bhr review lot#3108394 1-this batch of products were assembled at (B)(4) in june 2023 and packaged at (B)(4) in june 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 3139420, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test. No leakage is found at the prn and no abnormality is found at the sleeve stopper of the prn. Please see the attached test report. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion, high pressure injection can cause the sleeve stopper of the prn to expand and even burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The video returned shows the abnormal condition of the sleeve stopper of the prn. The root cause of this anomaly cannot be determined because the defective sample has not been returned and the flow rate and pressure at which the sample was used are unknown.